Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. The patient anatomical conditions were not reported with the case information which may have aided in the investigation and determination of cause. In this case, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that during the procedure in the second diagonal coronary artery, the physician stated during inflation the mini trek balloon watermelon seeded. The balloon fully inflated, deflated and was removed without difficulty and the lesion was successfully dilatated. There was no adverse patient effect. Though requested no additional information was provided.